Event description:
It was reported that the patient heard an alert and went to see his physician. Increased impedance was noted. The patient heard the alert again three days later two high impedance observations were noted by the physician. The physician changed the programming to avoid inappropriate shocks. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage therapy portion of the lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.